Event description:
During a right thyroid lobectomy with isthmectomy, it was noted that the tip of a mosquito clamp was missing. The clamp had already been used on the surgical field and passed back to the scrub tech before it was noted. The surgeon had been using the clamp and did not note any difficulty with the clamp. The team was unable to locate the missing tip. Unclear if the tip had been missing from the beginning of the case or occurred sometime during the case.